Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to prime all pumps and run patient samples on the two dimension vista instruments for comparison. Ccc also instructed the customer to run mix tests and reagent probe (r1) mix, which failed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced r1 mixer and aligned it. The cse ran quick check, which passed. The cse ran mix tests and precisions, which were acceptable. The cse ran quality control, resulting within range. The cause of the discordant, falsely low vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista 500 instrument (s/n (B)(4)), resulting higher. The sample was then repeated on the original dimension vista instrument, resulting higher and matching the alternate instrument result. A new sample was drawn and tested on the original dimension vista 500 instrument, matching the previous two repeat results. The redraw sample was then repeated on the alternate dimension vista 500 instrument, resulting as expected. The result obtained from the redraw sample on the alternate instrument was corrected and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.